Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to physical stress caused by hitting the tip of the scope, dropping the tip, etc., or chemical stress due to the chemicals used. The event can be detected/prevented by following the instructions for use which state: 1) "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." 2) "methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿." 3) "list of compatible methods validated in terms of material durability: sterrad® 50/100s/200/nx¿: sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in, evaluation found the complaint was confirmed and the bending section cover was deformed. In addition, evaluation found the connector was deformed, the image was blurry, the bending section cover was cut, the universal cord was cut, and there was fluid invasion from the body control unit, distal end connector. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported there was moisture in the endoeye flex 3d deflectable videoscope. The customer also noted the bending section cover was deformed and the image was blurry. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the adhesive of the distal end was chipped/peeling. The report is being submitted due to chipped/peeling adhesive found during evaluation.

Event description:
Additional information received from the customer reported the moisture in the scope was found prior to a procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See event. This event is under investigation. A supplemental report will be submitted upon receiving additional information.